Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient passed away on (B)(6) 2017.  That morning the patient was found to have pupillary changes and was taken for a stat head computed tomography (CT).  The patient was found to have a large hemorrhagic stroke.  It was stated by neurology that the patient's prognosis was very poor.  After discussion with the patient's mother, along with her family and palliative medicine attending, the decision was made to make the patient do not resuscitate-comfort care (dnr-cc), and the patient expired at 15:47. It was stated that the patient went into a pulseless electrical activity (pea) arrest before the left ventricular assist device (lvad) was turned off.  It was further stated that the patient also had a centrimag on the right ventricle. The site stated that there would be no autopsy done and that the pump would remain implanted, therefore it would not be returned and the peripherals would be disposed of by the site. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.